Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 7300tfx27 implanted in the mitral position was explanted from a 48-year-old patient after an implant duration of five (5) years and eight (8) months due to structural valve deterioration with diffuse thickening of mitral valve and leaflet mobility restriction leading to severe mitral stenosis (mean/peak gradient 18/20mmhg; velocity 2.24m/s) and trivial to mild central regurgitation. The patient presented with cardiogenic shock requiring venoarterial extracorporeal membrane oxygenation (va-ECMO) retrieval. A bioprosthetic valve was implanted in replacement. Reportedly, the patient passed away 19 days after reintervention due to severe biventricular failure requiring ECMO support. It was noted that the patient had prosthetic mitral valve dysfunction with clot formation despite anticoagulation, necrotizing pancreatitis, fungal pneumonia with cavitating lung lesions and multiorganism bacteremia, ultimately suffering an anuric renal failure and consequently passed away.

Manufacturer narrative:
Thrombosis event after implantation of replacement device was captured under report ID: (B)(4). The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement, and no images or medical records were provided. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The most likely cause is patient factors, including rheumatic disease.